Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi-system organ failure, right heart failure, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020, due to a progressive multi-system organ failure, which included a right heart failure. The device operated as intended. No autopsy was performed, and heartmate 3 left ventricular assist system (lvas) serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas, including multiple organ failures, right heart failure, and death. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the patient passed away due to multi-system organ failure (msof) and right heart failure (rhf). It was reported, patient developed a progressive msof which included also a rhf. Rhf was related to the outcome at least. No device issues were mentioned, no direct relationship between the lvad therapy and the rhf were mentioned. The device operated as expected. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.